Event description:
Covidien received information stating that the 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the safety valve and installed the current software to the device. The cse performed extended self-testing on the device and all test passed. (B)(4).